Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The unit was cleaned per protocol. The unit was received with the hex bushing worn and the lock with movement even when the unit was locked down. The lock was stiff when rotated. General maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2000 mayfield clamp for service and repair because the screw was stripped under pressure.